Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reports that, dr explanted a patients valve because there was visable debris in the resevoir and the cam. Rep requested replacement.